Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: gel mentor breast implant of unknown type (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with gel mentor breast implants of unknown type and experienced possible bilateral rupture of the breast implants. It was reported that both implants were loosening the shape. There was a single lymph node in the left axilla which had a snowstorm appearance. As a result, the patient had undergone explantation on (B)(6) 2018. This medwatch is for the left breast implant.

Manufacturer narrative:
On 05/29/18, it was reported to mentor that the surgeon thought clinically the implants were actually intact, although the radiologists thought they were ruptured. She did seem to have a silicone gel over the surface of them. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/25/2018, it was reported to mentor that the affected product was catalog number 3543001, gel mentor memorygel breast implant 300cc, lot number 5697565. The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the date problem observed was reported incorrectly as (B)(6) 2018. The actual date of problem observed was (B)(6) 2018. (B)(4). The device reported in this complaint was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as asrs/psrs or mdrs.  Because this event has already been reported, we will continue to report it as MDR. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
On 07/17/18, it was reported to mentor that the FDA code was gel bleed for the event that was submitted on 06/05/18. Rupture was not applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/31/18, it was reported to mentor that a (B)(6) year old female patient who underwent augmentation procedure with mentor gel devices in 2006 presented with breast implants losing shape sagging and irregular shape in the right breast suggested rupture. Ultrasound performed on (B)(6) 2018 showed no direct signs of rupture and the implants appeared intact. There is a single lymphnode in the left axilla that presented with snowstorm appearance. The patient underwent explantation of the devices on (B)(6) 2018. The devices appeared intact, but did have a silicone gel over the surface of them, suggesting gel bleed. Should more information become available, this case will be re-assessed and notes will be updated. The device reported in this complaint was manufactured in leiden netherlands. The mentor leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as psrs or mdrs. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/31/18, it was reported to mentor that the device history record (DHR) of lot number 5697565 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/10/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered parallel lines of shell wear on both views of the implant, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. Potential cause: complaint was not confirmed for gel bleed. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Granulomas are noncancerous lumps that can form when certain body cells surround foreign material, such as silicone. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).